Event description:
From staff: during a tbe (thoracic branched endoprosthesis) aaa (arch aortic angiogram) the surgeon was inserting the stent through sheath and aorta. When trying to maneuver the stent around the bend of the aorta the stent/device bent and was unable to be used. Therefore, the device was removed from the patient and not deployed. No harm was seen or done to the patient. New device was opened and inserted. From operative note: the lunderquist was advanced through the main body of the graft. The graft was advanced over the wires. It did not easily advanced through the uncovered portion of the stent graft. There appeared to be some wire wrap which was resolved by removing the graft from the patient. Again we attempted to advance the graft but it would not advance through this region smoothly.